Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Suspect device originally distributed as system98 upgraded to cs300 using conversion kit. UDI information provided for original model/catalog and 510k, as per product labeling

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) did not pass battery runtime test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) replaced batteries and tested. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.